Manufacturer narrative:
The following fields were updated due to additional information: device available for eval yes. Returned to manufacturer on: 2021-08-10. H6: investigation summary three photos and one used sample were received by our quality team for evaluation. The photos and sample were subjected to visual inspection to check for adapter damage. A dent was observed on the adapter inner luer. The sample was subjected to the catheter leak test and failed. A device history record could not be evaluated as the lot number is unknown. One similar quality notification was raised in the past 12 months on this reported defect. The root cause was suspected to be the adapter was not fully seated in the pallet loader escapement and hit on the linear track while moving to the next process, resulting in a dent on an adapter. The air blow feature will be improved to provide sufficient back pressure to push the adapters into the escapement properly. From the returned sample, a dent was observed on the adapter inner luer and the sample failed the catheter leak test. The assembly process was reviewed, the dent was suspected to be caused by the adapter scratched by the gripper at the tipper station. The occurrence rate for leakage is very low (0.0000128%) based on the number of complaints received per sales volume in the past 12 months. Complaint awareness training to the production technicians on this complaint will occur. This incident has been added to our database of reported incidents. H3 other text : see h10

Event description:
It was reported that the bd insyte¿ i.v. Catheter 20ga x 1.16in (1.1 x 30 mm) (vialon e) experienced leakage. The following information was provided by the initial reporter: after catheter placement, fluids leaked from the connection to the IV line.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd insyte¿ i.v. Catheter 20ga x 1.16in (1.1 x 30 mm) (vialon e) experienced leakage. The following information was provided by the initial reporter: after catheter placement, fluids leaked from the connection to the IV line.